Event description:
Reported that on insertion of the trident screw, the end of the screwdriver broke off and remianed within the screw head. It has been stated that the borken piece has been left in situ as it was impossible to remove. The surgeon has stated that he did not overtighten the screw.